Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle cannula broke off and pulled out. The following information was provided by the initial reporter : the user reported that the needle npe was broken and was trapped into the pen (tresiba).

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle cannula broke off and pulled out. The following information was provided by the initial reporter : the user reported that the needle npe was broken and was trapped into the pen (tresiba).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-apr-2022. H.6. Investigation: one insulin pen and two photos were returned from an unknow lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken piece of cannula was observed in the septum of the pen. No DHR review can be carried out as lot number is unknown. Based on the sample and photos returned this cannot be confirmed to be manufacturing related.